Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiography (tee) imaging. A watchman trusteer access system (was) and 27mm watchman flx pro closure device and delivery system (wds) were selected for use. Significant challenges were noted during the transseptal puncture (tsp) imaging using the versacross connect. Despite these challenges, the 27mm wds was successfully prepped, advanced, and deployed in the laa with only one deployment and no recaptures or repositioning. Post-procedure imaging revealed a small pericardial effusion, though the patient's blood pressure remained stable. The physician performed a pericardiocentesis to alleviate the effusion removing approximately 400cc of fluid. The physician suspected the effusion occurred during the challenging tsp while still on the right side of the heart. The dark blood from the pericardiocentesis supported this suspicion. It was confirmed that the bleeding stopped post procedure, and the patient was in stable condition with no further complications.